Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly at the base of the cylinder. A surgical procedure was performed to remove the device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was microscopically inspected and tested for leaks. Microscopic evaluation identified wear at fold in the proximal and distal end of the component, along with a first hole at a corner of a fold in its proximal end, and a second hole in the outer tube of its proximal end. The cylinder did not pass leakage examination. The pump was microscopically inspected, leak and functionally tested. No abnormalities were noted upon functional evaluation, and no leaks were identified; however, it was noted that the kink resistant tubing (krt) was worn to the filament. Based on the information available and analysis results, the hole and leak identified in the cylinder could have caused or contributed to the reported clinical observation of device not working properly.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly at the base of the cylinder. A surgical procedure was performed to remove the device. There were no patient complications reported.